Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery, and an error alarm was confirmed in the alarm history file. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error, occlusion or excessive no delivery tests due to the motor error alarms. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of hospitalization. The caller stated the customer was nauseous and vomiting prior to being hospitalized. It was also found the customer's blood glucose rose to 600 mg/dl before the hospitalization event. The customer was treated with an IV drip, insulin and nausea medication. It was also reported the insulin pump was removed from the customer's body two hours before being hospitalized. The daughter also reported the customer had several motor error alarms, no delivery alarms and a motor position encoder error alarm in the alarm history. The caller stated the insulin pump was able to complete the rewind sequence. It was also found the drive support cap appeared to be normal on the insulin pump. The caller agreed to return the insulin pump for analysis.